Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: dislodged stent. It was reported that during the procedure of cardio intervention, the physician was placing the promus stent delivery system (sds) into position to deploy the stent in the diseased right coronary. It was a tight lesion where force was used to pass the promus sds through the lesion. Once forced through, the sds was pulled back in proximal direction, thereby displacing the stent from the delivery system before deployment. The physician was unable to retrieve the displaced, undeployed stent. The stent was undetectable. The procedure was completed by angioplasty only thereafter. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.